Manufacturer narrative:
The investigation is in progress. A sample is expected, but has not been received at the investigation facility at this time. Based on the preliminary investigation findings, there has been criticality for this complaint. No lot number was identified with this complaint; therefore, a lot history review could not be conducted. A root cause has not been identified. The root cause will be reassessed upon completing the investigation. Additional information has been requested. (B)(4).

Event description:
A physician reported that a lens was stuck in the cartridge during an intraocular lens (iol) implant procedure. The piston did not push the lens and passed near the lens. The physician managed to open the lens and saw scratches at the temporal side of the lens. The physician decided not to explant the lens since the scratch was not on the central part of the optic. No further information could be obtained from the physician.

Manufacturer narrative:
No injector was returned for evaluation for the report of the lens being scratched during implanted; therefore, the condition of the product could not be verified. No lot number was identified with this complaint; therefore, a lot history review could not be conducted. Because an injector sample was not returned and no lot information was provided, the root cause for the customer complaint issue cannot be determined the manufacturer internal reference number is: (B)(4).